Event description:
It was reported that the pt experienced an infection. The pump and catheter were explanted approx one month after implant. The drug concentration and daily dose were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.